Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. Proency 151-065. It was reported that the procedure involved the proximal right coronary artery. There was no predilation performed. A dissection occurred in the target lesion, and a 3.5 x 8 mm promus was implanted to treat the dissection. The pt was discharged in 2008 with no other reported events. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the instruction for use is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). It should be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter."